Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 20 mg/dl. The cause of low bg was unknown. The customer stated they had a seizure and cut their nose because of the low bg. The customer then received third party assistance from paramedics, who assisted with the seizure and provided oral glucose tablets to address bg. No additional patient or event information was available.